Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly started installing windows updates during a trauma case delaying patient care. Customer did not disclose the nature of the procedure. Customer did not disclose the length of the delay. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and determined that the customer initiated the windows update process causing the delay. Technical support specialist assisted customer with installing windows updates. Device working as normal.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly started installing windows updates during a trauma case delaying patient care. Customer did not disclose the nature of the procedure. Customer did not disclose the length of the delay. Patient or user harm was not reported.